Event description:
It was reported that the 7700 fluorostar system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monoblock assembly was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.